Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the reservoir was hard to fill and after inserting it into the insulin pump, the customer received a no delivery alarm during prime. The reservoir was changed. Blood glucose value was 260 mg/dl.